Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional report received indicated that patient underwent surgical intervention where the ipg was replaced, and leads replaced with a paddle lead. Reportedly effective therapy was restored.

Event description:
Related manufacturer reference number:1627487-2024-07360, related manufacturer reference number:1627487-2024-07362. It was reported the patient's leads had migrated. The issue was confirmed via x-rays, and the ipg was stated to be nearing end of life unknown if it is premature battery depletion. As such surgical intervention is pending to address the issue.